Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced issues getting the receiver to communicate with the transmitter.no additional patient or event information is available.